Event description:
It was reported to philips that the device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse identified that the host pc would not boot automatically with the system, however when manually powering on the host pc the system would boot up as expected. The fse identified low voltage of the bios battery in the host pc, causing it not to boot up. After replacement of the bios battery, the system was returned to use in good working order.